Event description:
It was reported that the patient had a subdural hematoma following a stage 2 procedure and it was unknown if the product was involved. Actions required as a result of the event were hospitalization and medical intervention, and the patient was undergoing evaluation. Diagnostic testing or troubleshooting performed was an MRI. The patient was alive with injury. The patient condition was being evaluated, and the patient presented with slurred speech and instability. The patient had altered mental status and change in gait, with the location of the issue or symptom at the lead location. Additional information received reported that the patient was admitted to the hospital for a hematoma following the stage 2 deep brain stimulation (dbs) procedure. The suspected cause of the hematoma was due to lead placement which occurred a week earlier, and the hematoma was thought to be slow in forming and only presented itself after the procedure. The patient was doing better and going to a rehabilitation facility from the hospital soon after the time of the report. The patient had recovered from a right-sided venous infarct; however, the patient had subdural fluid collection on the left side and remained symptomatic. The patient¿s stimulation was not turned on but would be at an unknown future date.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0hz1f, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), product type: extension; product ID 3708660, serial# (B)(4), product type: extension. (B)(4).